Manufacturer narrative:
The complaint product was received by d.o.r.c. For investigation. Currently investigation is ongoing.

Event description:
During a surgery eva was repeatedly asked to increase the infusion by pressing the buttons, but nothing happened. Suddenly the infusion raised to 110 mmhg. It looked like the repeated command was executed with delay. Two errors appeared, fopdead and fop65545. The eva was exchanged with the backup unit and the procedure was completed. Patient harm did not occur.

Manufacturer narrative:
The complaint product was received by d.o.r.c. For investigation. Currently investigation is ongoing. A combined main and laser pedal was received for investigation. During investigation the technical service team was not able to reproduce the complaint (i.e. Delayed response of the device). However, thorough investigation of the foot pedal confirmed that it is not always responding to given commands and corresponding error messages are generated. Root cause investigation is still ongoing. No appropriate corrective/preventative actions can be taken until the investigation is completed. Based on the preliminary results it looks like the issue is of mechanical nature further investigation is needed.

Event description:
During a surgery eva was repeatedly asked to increase the infusion by pressing the buttons, but nothing happened. Suddenly the infusion raised to 110 mmhg. It looked like the repeated command was executed with delay. Two errors appeared, fopdead and fop65545. The eva was exchanged with the backup unit and the procedure was completed. Patient harm did not occur.

Manufacturer narrative:
With regard to this event a foot pedal was returned for investigation. Functional testing of the returned foot pedal revealed that the horizontal home position was not always maintained, which triggered the two errors. Investigation by the supplier indicated that this was due to a random component failure, which could be solved by recalibration of the pedal. However, although this could cause the observed errors this failure could not cause of the reported sudden raise in infusion. Review of the DHR indicated that no repeat failures were encountered. The reported event could be related to a random slower response of the panel pc, however, as the panel pc was not returned for investigation, this could not be confirmed. Therefore, the investigation findings do not lead to a clear conclusion concerning the cause of the reported event.

Event description:
During a surgery eva was repeatedly asked to increase the infusion by pressing the buttons, but nothing happened. Suddenly the infusion raised to 110 mmhg. It looked like the repeated command was executed with delay. Two errors appeared, fopdead and fop65545. The eva was exchanged with the backup unit and the procedure was completed. Patient harm did not occur.